Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "no anomalies found" in impedance. Rv pace impedance steady and within range. Analysis also revealed "oversensing: tech services call noted t-wave oversensing on save to disk file" and " no anomalies found related to noise". No rv sensing integrity counter counts recorded on this file.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing was observed on the lead. Sensing and/or vector changes were discussed. The lead remains in use. No patient complications have been reported as a result of this event.